Event description:
Additional details obtained through an email response received on 29/oct/2024. During a call for drain complications during treatment on the liberty select cycler, it was reported that this male peritoneal dialysis (pd) patient was administering antibiotics in his treatment. Upon follow-up it was documented that the patient was diagnosed with peritonitis. The additional information provided by the peritoneal dialysis registered nurse (pdrn) confirmed the patient was seen in the clinic for abdominal pain on (B)(6)2024. A pd effluent culture was obtained. The patient was diagnosed with peritonitis on (B)(6)2024. The patient¿s pd effluent culture was negative for fungal growth after three weeks and negative for aerobic and anaerobic growth after five days. However, the white cell count was 8,471 with 45% polymorphonuclear cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g for 14 days and ip daptomycin 300mg for 14 days. The patient is allergic to vancomycin. The patient did not require hospitalization for the event. The cause of the peritonitis event was determined to be touch contamination. The pdrn conducted a home visit and confirmed the patient was not masking and did not hand sanitize prior to pushing in the pin. The patient has been re-educated on the proper technique for pd therapy. The patient continues to complete treatment utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Additional information provided in a4, b5, h6, and h10. Correction provided in b3 and d10. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between use of the cycler set and the peritonitis event. Additionally, there was no reported cycler set defect reported for this event. The peritonitis event was a result of touch contamination as the patient reportedly didn¿t mask or use hand sanitizer while connecting to the pd treatment resulting in the contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between use of the cycler set and the peritonitis event. Additionally, there was no reported cycler set defect reported for this event. The patient reportedly didn't mask or use hand sanitizer while connecting to the pd treatment resulting in contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was administering antibiotics in his treatment. Upon follow-up it was documented that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on (B)(6) 2024. No signs or symptoms were provided. The patient¿s pd effluent culture was negative for growth after five days. However, the white cell count was 8,471 with 45% polymorphonuclear cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and daptomycin (dose, frequency, and duration not provided). The patient is allergic to vancomycin. The patient did not require hospitalization for the event. The cause of the peritonitis event was determined to be contamination. The pdrn conducted a home visit and confirmed the patient was not masking and did not hand sanitize prior to pushing in the pin. The patient has been re-educated on the proper technique for pd therapy. The patient continues to complete treatment during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
Additional details obtained through an email response received on 29/oct/2024. During a call for drain complications during treatment on the liberty select cycler, it was reported that this male peritoneal dialysis (pd) patient was administering antibiotics in his treatment. Upon follow-up it was documented that the patient was diagnosed with peritonitis. The additional information provided by the peritoneal dialysis registered nurse (pdrn) confirmed the patient was seen in the clinic for abdominal pain on (B)(6) 2024. A pd effluent culture was obtained. The patient was diagnosed with peritonitis on (B)(6) 2024. The patient¿s pd effluent culture was negative for fungal growth after three weeks and negative for aerobic and anaerobic growth after five days. However, the white cell count was 8,471 with 45% polymorphonuclear cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1g for 14 days and ip daptomycin 300mg for 14 days. The patient is allergic to vancomycin. The patient did not require hospitalization for the event. The cause of the peritonitis event was determined to be touch contamination. The pdrn conducted a home visit and confirmed the patient was not masking and did not hand sanitize prior to pushing in the pin. The patient has been re-educated on the proper technique for pd therapy. The patient continues to complete treatment utilizing the liberty select cycler during recovery.